Event description:
Resident was ambulating in a safety device (merry walker). Device tipped causing resident to fall and suffer injury to head requiring hospitalization. The merry walker was not equipped with "anti-tip" device.